Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 405013) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6). Reporter phone number was provided as (B)(6). Reporter occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated she received a discrepant result when testing with coaguchek xs meter serial number (B)(4). The reporter received errors on the meter in the past, but no errors occurred during testing. A sample from the patient was measured on a coaguchek xs plus meter used in the doctor's office and the result was 2.7 inr. This is the value that was expected for the patient. Twenty minutes after the initial testing, a sample from the patient was tested on her coaguchek xs meter, resulting with a value of 4.0 inr. On (B)(6) 2019, the patient tested a sample on her meter and the result was good.

Manufacturer narrative:
The reporter's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 42%, donor 2 hct: 42% . Testing results: donor #1: retention meter and master lot strips: 3.1 inr, customer meter and customer strips: 3.1 inr . Donor #2: retention meter and master lot strips: 1.4 inr , customer meter and customer strips: 1.3 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d10 and h3 have been updated.